Event description:
The customer contact reported an operator error in programming the device resulting in the pt recieved more medication than intended. On an unspecified date, the device was programmed to deliver an unspecified concentration of dilaudid in the ml only unit of delivery instead of the intended mg/ml unit of delivery. No further programming parameters were provided. At the shift change, a nurse reviewed the device settings. At this time, it was deteremined the pt received more medication than intended. It is unspecified the amount of medication received. There were no reported adverse pt effects. No medical interventions were required. The device was reprogrammed to the intended unit of delivery and therapy was resumed. Though requested, no additional info was provided.